Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. A customer reported receiving an unspecified lower sensor scan on the abbott diabetes care (adc) device compared to an unknown result from an adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reported not feeling well, and self-treated with unspecified agent. The customer was taken to a hospital, where a blood glucose reading of 800 mg/dl was obtained using the hcp meter, compared to a sensor scan reading of 80 mg/dl. It is unknown whether these readings were taken within the same 10-minute timeframe. In addition, the customer did not mention any medications, other than stating that she had just been discharged from the hospital. Reportedly, a sensor scan of 80 mg/dl was compared to an adc meter result of 500mg/dl. The length of sensor wear was 2 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section h1 (type of reportable event) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. A customer reported receiving an unspecified lower sensor scan on the abbott diabetes care (adc) device compared to an unknown result from an adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reported not feeling well, and self-treated with unspecified agent. The customer was taken to a hospital, where a blood glucose reading of 800 mg/dl was obtained using the hcp meter, compared to a sensor scan reading of 80 mg/dl. It is unknown whether these readings were taken within the same 10-minute timeframe. In addition, the customer did not mention any medications, other than stating that she had just been discharged from the hospital. Reportedly, a sensor scan of 80 mg/dl was compared to an adc meter result of 500mg/dl. The length of sensor wear was 2 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.